Manufacturer narrative:
The customer-reported system malfunction alarm was confirmed upon review of the driver's alarm history and was able to be reproduced during investigation testing. The root cause of the system malfunction alarm was determined to be a malfunction of the manual pressure regulator. Syncardia has a corrective and preventive action (CAPA) for this issue syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a compressor malfunction alarm and a system malfunction alarm while supporting a patient. The customer also reported that these alarms occurred during initial patient support, when no wall air was being used. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact. The customer also reported that the companion 2 driver did not initially pass checkout prior to patient use. Then after several attempts, the driver did pass and was used on the implanted patient. During the course of syncardia investigation testing, it was determined that the customer-reported system malfunction alarm was unassociated with the compressor malfunction alarm. The results of the investigation for the customer-reported compressor malfunction alarm are reported under MFR report # 3003761017-2019-00073 follow-up report 1.